Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube lip, stained address and serial number label and a missing end cap sticker. No display anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was bicycling and the buttons on the insulin pump may have been pressed. It was noted that when the customer went to bolus the numbers were scrolling. Customer's blood glucose reading at the time of the call was 400 mg/dl due to eating cookies. No further information reported.